Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for cervical radiculopathy and spinal pain. It was reported there was wound infection. The event occurred post operation. The patient woke on (B)(6) 2015 to the cervical lead incision draining large amounts of blood and pus. The patient was sleeping and wondered if the incision rubbing against the sheets caused it to open. Diagnostics or troubleshooting performed included the patient going the doctor on (B)(6) 2015 and the wound was cultured and a new dressing was applied. The patient was also given oral antibiotics. The patient was seen again on (B)(6) 2015 and the dressing was saturated and pus was draining from the wound. The doctor order intravenous (IV) antibiotics and home care nursing. The issue was not resolved at the time of this report. No surgical intervention had been perform and it was unknown if surgical intervention was planned. No device issues were alleged regarding this event. If additional information is received, a follow-up report will be sent.